Event description:
While attempting to defibrillate a patient (age & gender unk)in cardiac arrest, the device charged up but the screen then blanked out and remained blank. Complainant indicated that the clinician obatined another device to continue treating the patient. Complainant did not indicate that thre was any adverse effect to the patient due to the reported malfunction.